Event description:
It was reported that the set screw was loose, thus causing the rod to stick out of the construct. The patient was reportedly in a lot of pain and underwent a revision surgery. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: a review of radiographic images show scoliosis fusion construct is shown from upper thoracic to low lumbar area. Several films show the low lumbar screws have separated from the rod. Set screw had worked loose allowing the rod to push up. Limited fixation points are noted in lumbar spine increasing stress on failed screws.

Manufacturer narrative:
Analysis of the returned device shows that the set screw threads do not show evidence of cross threading. Microscopically examined set screw rod interface node and surface. Set screw rod interface node height and morphology of node deformation are atypical of full tightening. Node deformation height (@ center) significantly different than comparison sample. Heavy witness marks on the set screw rod interface surface outer diameter suggests the rod may have been located in the fas head at an angle. Radial witness marks noted on set screw surface consistent with rod movement after set screw loosening. Fas - threads do not show evidence of cross threading. Asymmetrical and incomplete witness marks noted at the base of fas saddle are consistent with rod angulation. Incomplete rod interface witness mark suggests rod may not have had full contact in saddle. Set screw rod interface node height, and morphology , in addition to the fas saddle witness marks suggest the rod may not have been completely seated in fas at final tightening.